Event description:
A (B)(6) male pt contacted zoll customer support to report excessive adjust belt or check belt messages and check therapy electrode alarms. The pt rec'd a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (check therapy electrode messages and adjust belt or check belt messages) have been confirmed. Upon receipt the electrode belt failed the belt node power test and there was a damaged wire inside the cable running from the distribution node to the ECG electrode c and d complex. ECG electrodes c and d are on two different channels, creating electrical interference on both leads. The cause for the adjust belt or check belt messages is the electrical interference on both the fb channel and the ss channel. The cause for the electrical interference and the failed belt node power test is the damaged green wire (+3.3v) in the distribution node to the ECG electrode c and d complex cable. The root cause of the damaged wire cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.